Event description:
A malfunction alarm was reported by the customer, identified with a code, and the fault ID was available. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating it remained within a safe range. Technical support provided pump reset information and assisted the customer in resetting the pump. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and to call back if any issues arose.